Manufacturer narrative:
The reported issue was confirmed. A root cause of the reported issue is due to a failed mixing pump. During evaluation, it was found that the mixing pump doesn't work anymore, system is not cooling anymore. Mixing pump was replaced during the pm process. The device underwent pm servicing while in for repair. Circulation pump, drain valves, and heater were replaced. The device underwent and passed testing after all repairs. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device showed error 113 (reduced water temperature control). Per additional information received on 06feb2023, device would be repaired by crs in the hospital. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device showed error 113 (reduced water temperature control). Per additional information received on 06-feb-2023, device would be repaired by crs in the hospital. No patient involvement.